Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a corrective action (CAPA) has been initiated to further investigate powder adherence to the distal end of the scope. This device is within the scope of the CAPA. In addition, this device is currently within the scope of a field action (res #(B)(4)) related to the risks of the endoscope becoming adhered to tissue. This customer was informed of these risks as part of the field action. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a procedure in the esophagus, the physician used a cook hemospray endoscopic hemostat. It was reported that a patient had a bleeding tumor in the esophagus (distal part). They give him sclerosation and they also decided to use the hemospray. He [physician] used it successfully but when he removed the catheter, it got stuck in the upper part of the esophagus (approximately 20 cm from the mouth). In order to detach it, they put a finger inside the patient and managed to detach the catheter. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.